Event description:
The surgical intensive care unit has reported two incidents of the male luer end of the syringe on the balloon port of a vip swan ganz catheter breaking during insertion. With this, the balloon is not able to be inflated to measure wedge pressure. The balloon did deflate after the occurrence. The catheter was discontinued and replaced in both pts.